Event description:
It was reported that an error message of "erroneous parameter values were detected" was noted on the implantable cardioverter defibrillator. No interventions were reported. There were no patient consequences.